Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The available trending of complaint data was reviewed for fressstyle librelink and complaint for the last year. As the complaint rate has not been stable since the introduction of complaint code, there was no available tracking and trending data and it will continue to be monitored throughout the tracking and trending process. If the product data is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that they did not know how to send the librelink up invitation and was therefore unable to test using the adc freestyle libre 2 sensor. As a result, customer required treatment of glucagon provided by her husband. No further information was provided as customer refused to continue troubleshooting. There was no report of death or permanent injury associated with this event.